Event description:
It was reported that a patient had a device implanted about a month prior to the report and had an infection. The reporter thought the infection was diagnosed the day of the report. The patient¿s doctor wanted to remove the implantable neurostimulator (ins) and wondered if it was ok to tunnel the lead to the other side and connect it to a new ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# va0dtk0, implanted: (B)(6) 2014, product type: lead. The initial MDR was filed as MFR report #3007566237-2015-00037. Additional information indicated the correct manufacturing site was site 3004209178.

Event description:
Additional information received reported that they did go ahead and remove the ins and replaced it, so the patient was doing great now. The patient was doing great with their ins in regards to their actual device working, except the fact that they did develop an infection, so they took that one out and put a new one in.